Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had removed the device because it had "cut his side." Multiple attempts to obtain further details on the alleged injury and reach the patient were unsuccessful. There was no allegation of a device malfunction contributing to the reported injury. There was no indication that the patient sought medical attention. The final medical outcome is unknown.